Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An associate reported a patient with trace diffuse lamellar keratitis (dlk) in the left eye three days post lasik. The patient noted good vision and comfort. Topical steroid dosage was increased. Upon follow up, the site noted dlk has resolved.